Event description:
Patient representative reported rupture. The device remains implanted. This record relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) opening and missing assessed as inconclusive. Shell thickness was within specification. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b3, b5, d1, d2a, d2b, d4, d6a, d6b, d9, g2, g4, h3, h4, h6.

Event description:
Patient representative reported left side rupture. Healthcare professional later reported "rupture." The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted.